Event description:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event. The initial report was submitted in error and should be voided.

Manufacturer narrative:
(B)(4). Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event. The initial report was submitted in error and should be voided.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 10932, 0001825034 - 2018 - 10934 not returned to manufacturer.

Event description:
It has been reported that patient had initial total shoulder arthroplasty. Subsequently, patient was revised after unknown duration from initial surgery due to unknown reason. No additional patient consequences were reported.